Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation and right-sided atrial flutter ablation with a thermocool smarttouch sf. During the procedure, a pericardial effusion was reported. The physician was ablating the right veins, the "only" transseptal sheath "fell out" of the left atrium, and into the right atrium. The physician tried to go back across the septum but could not move the catheter "much" and not sure of the catheter location. When the physician was able to get the sheath back across the septum, the physician was not getting "good images" on the ultrasound system, and they were unable to see where the sheath was on intracardiac echocardiography (ice). After the physician had pulled out of the left atrium, more of a pericardial effusion was noticed than before the procedure on ice, and there was a blood pressure drop in the patient. The heparin was reversed, kept on taking the blood pressure, and continued to monitor the patient. There was no medical intervention provided to the patient, and the patient was in stable condition. Additional information was received. The physician was going to watch the patient in the hospital overnight. The device evaluation was completed on 25-apr-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the shaft of the device was bent. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The shaft condition is unrelated to the reported event. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft of the device was bent¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation and right-sided atrial flutter ablation with a thermocool smarttouch sf, the patient experienced a pericardial effusion. During the procedure, a pericardial effusion was reported. The physician was ablating the right veins, the "only" transseptal sheath "fell out" of the left atrium, and into the right atrium. The physician tried to go back across the septum but could not move the catheter "much" and not sure of the catheter location. When the physician was able to get the sheath back across the septum, the physician was not getting "good images" on the ultrasound system, and they were unable to see where the sheath was onintracardiac echocardiography (ice). After the physician had pulled out of the left atrium, more of a pericardial effusion was noticed than before the procedure on ice, and there was a blood pressure drop in the patient. The heparin was reversed, kept on taking the blood pressure, and continued to monitor the patient. There was no medical intervention provided to the patient, and the patient was in stable condition. Additional information was received. The event happened during the case with biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was procedure related. The intervention was heparin reversal with protamine, and the physician was going to watch the patient in the hospital overnight. The procedural act >300. One transseptal puncture site was performed during the procedure. Prior to noting the pericardial effusion, ablation was performed. No evidence of a steam pop. The event occurred during the ablation phase. Flow setting was 2 for mapping, 8 for 30 watts and under, 15 for 31 watts and above. No cardiac surgery. No malfunction with the ultrasound or carto that caused difficult imaging.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).